Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the guidewire was noted to be kinked/bent at approximately 3cm from the distal end . The guidewire ptfe coating was examined under magnification and the ptfe was peeling/peeled off in multiple places along its proximal section from 0cm to 115cm from the proximal end. The core wire distal end was observed through the distal tip dome. Hydrophilic coating was hydrated there were no anomalies noted. A functional test was not required as the defect was visually confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared as per the directions for use, there was no resistance when the guidewire was taken out of the dispenser hoop, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was average tortuous. The issue was noted when inserting the subject guidewire into the microcatheter. Flush was given inside the microcatheter at the time when the guidewire was inserted. The guidewire was shaped to 90 degree. The introducer sheath was used when inserting the guidewire. The torque device was used with the guidewire. There was no friction/resistance encountered during the procedure. The guidewire was used even when the coating was peeling off and the procedure was completed without problem. "The shavings from the [subject guidewire] were still attached to the patient's covering during the procedure." Were noted during the surgery, the scrapping off powers from the subject guidewire got on the patient's covering. Analysis of the returned device found the ptfe was peeled off or peeling between approximately 0cm to 115cm from the proximal end. Scraping was also evident which indicates the ptfe encountered an interaction with another device. While a torque device was used in the procedure the area this type of peeling and scraping was noted is not consistent with damaged caused by the torque device but is consistent with damage caused by back loading the guidewire into the introducer sheath. However, since the torque device and the introducer sheath were not returned for analysis this could not be definitively assessed. Therefore, a cause of undeterminable has been assigned to the as analyzed guidewire ptfe coating peeling. The as analysed guidewire distal end kinked/bent¿ has been assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during the procedure, a guidepost and a microcatheter were used to insert the guidewire (subject device) into the microcatheter through an introducer sheath. Powder was scraped off from the coating of the subject guidewire. It confirmed that the devices was properly flushed and prepared. The physician continued the procedure as it was even when the coating was peeling off. It was reported that the scraped powders from the subject guidewire got on the patient's covering. The procedure was completed successfully without any problem. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, a guidepost and a microcatheter were used to insert the guidewire (subject device) into the microcatheter through an introducer sheath. Powder was scraped off from the coating of the subject guidewire. It confirmed that the devices was properly flushed and prepared. The physician continued the procedure as it was even when the coating was peeling off. It was reported that the scraped powders from the subject guidewire got on the patient's covering. The procedure was completed successfully without any problem. No clinical consequences were reported to the patient due to this event.